Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the autocapture was observed to start out of range. Abbott technical support was contacted and the event was due to the device being programmed to vvi and 40 bpm while the patient does not have a pacing need. No intervention was performed. The patient was in stable condition.